Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, one day post operative low anterior resection laparoscopic procedure, the patient had fluid collection in the pelvis. The fluid went from similar to abscess. The patient had extended hospitalization for more than two weeks until now under antibiotics treatment.